Manufacturer narrative:
Correction to d9, please see d9 for further information. This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 22, 2024 sampling from: distal end cfu: no detection bacterial identification: n/a sampling from: biopsy channel/suction channel cfu: 2cfu bacterial identification: rothia mucilaginosa, streptococcus species sampling from: air/water (a/w) channel cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water channel cfu: 2cfu bacterial identification: rothia mucilaginosa, streptococcus species sampling date: feb 29, 2024 sampling from: distal end cfu: no growth bacterial identification: n/a sampling from: biopsy channel/suction channel cfu: 0cfu bacterial identification: n/a sampling from: a/w-channel cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water channel cfu: 0cfu bacterial identification: n/a the device was evaluated where additional potential adverse events were noted of foreign material remained in the air/water cylinder and channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.